Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8711, lot# n152065006, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the catheter was unable to be aspirated with a pump replacement due to normal elective replacement indicator (eri)/longevity. The existing catheter was also revised at the pump connection. The doctor connected the revised catheter to the new pump without doing a tubing prime of 0.3 milliliters on the back table. It was later reported there was no catheter issue, but the doctor wanted to connect a new pump connector. The patient was receiving effective therapy.